Event description:
The hospital reported a malfunction resulting in the caster detaching when trying to move the unit. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. It was recommended to replace the caster to resolve the issue. Patient ID: no report of patient involvement. Legal manufacturer: (B)(4).